Event description:
It was reported that the patient presented for implant of the right ventricular (rv) lead. The lead was fixed in position, but once an additional lead was fixed, the rv lead became dislodged. The physician attempted to reposition the lead; however, the helix failed to extend. The lead was exchanged, and the procedure was completed. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. An x-ray examination found the inner coil was over-torqued inside the connector region consistent with procedural damage. After the lead was cleaned and cut, the helix could be retracted and extended by with torque directly applied to the inner coil. The full helix extension length measured within product specification. The cause of a helix mechanism issue was isolated to blood/tissue in the helix region and over-torque of the inner coil. Electrical tests did not find any conductor fracture, but an internal short was found consistent with procedure damage.